Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. The system operates as intended.

Event description:
The customer reported that the system had an intermittent loss of live images. There was no pt injury or death reported.